Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2019-04441. It was reported that the patient's ipg was unable to enter MRI mode due to high impedances. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.